Event description:
It was reported that the doctor was working in the lad and used a powersail balloon, but it ruptured at 9 atm. The device was successfully removed; however, the pt's artery perforated. The doctor used a non-guidant stent over the perforation. The pt is doing fine.